Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. On the returned distal portion, insulation abrasions exposing the cable lumen were noted at 3.3 cm to 3.5 cm and 5.1 cm to 6.3 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.